Event description:
During prep for a pta treatment procedure, balloon deflation difficulties were encountered. After flushing the wire lumen, the sasuga ls 14/20/6.0 mm balloon was inflated outside of the patient's body for prep inflation test. The number of atms reached during this inflation is unknown. At that time, the physician felt resistance and noted that the shaft between the balloon markers was not straight. He was then unable to deflate the balloon. He inflated the balloon several times, but the balloon would not deflate or the balloon deflation time was very slow. The balloon was replaced to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.